Manufacturer narrative:
Follow-up #1: date of submission 09/11/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2017 with the following findings: review of the black box data revealed the last basal delivery was recorded (B)(6) 2017 and the last bolus delivery was recorded (B)(6) 2017 at 21:36 for a 6.44-unit normal bolus. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 537 mg/dl with no associated symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter was unable to troubleshoot the pump at the time of the call due to an unrelated issue. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump could not be ruled out as a contributing factor.